Event description:
It was reported that an asymptomatic patient presented to clinic with their right ventricular leadless pacemaker exhibiting loss of capture. A new device was implanted, and the old one was deactivated. Patient was stable.